Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Device not received yet by manufacturer.

Event description:
From information provided, surgeon implanted the prosthesis and when removing the peek jaws holding the prosthesis, "the implant was out of place and fish mouthed posteriorly". "The implant was then toaped perfectly into position and upon final xrays it was fish mouthed again". Implant was removed. Surgery was completed successfully with another device, same size. No impact on patient. Delay 10 min. Additional information and clarification on the issue was requested. Investigation is still pending.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product was returned to the manufuacturer in non decontaminated state. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event based on the product history records, the review of the case and the recurrence of this type of event for this implant, the investigation found no evidence to indicate a device issue. According to the description provided on august 6th 2018 , the vertebral space was tight , however the reporter d'ont know if the prothesis was obstructued by the uncus. This issue was probbaly related to mishandling during jaw removal as indicated by the surgical techniques " while removing peek jaws if there is any resistance, one of the jaw may be against the uncus rotate the convex jaw first (as it is the less bulky) by 90° caudal & pull it back along the disc axis " ( step 14). However , according to the provided information , this assumption can not be validated. The cause for the device issue is unknown. The description received did not allow to understand perfectly if the surgical steps were followed or not. The investigation found no evidence to indicate a device issue. Root cause can not be determined. If additional information was received that allow to drawn a conclusion , another report will be sent.

Manufacturer narrative:
Product was returned to the manufacturer in non decontaminated state. The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. There is no evidence indicate a device issue. Waiting to received other new information. Investigation still in progress. Conclusion is not yet available.

Event description:
Mobi-c p&f us : position incorrect, update received on august, 6th, 2018: reporter has no images to provide ; same inserter was used for the second implant. It was a two level cervical surgery ; parallel distraction was applied. The implant appeared fish mouthed while attached to the peak. X-ray was used during implanting and before and after peek. The reporter don't know if the implant disassembled. According to the reporter the prothesis didn't look disassembled it just looked opened far too much. Screw was completely removed from peek jaws. The space was tight but the reporter don't know if it was being obstructed by the uncus while opening the peek jaws. Device was returned in non decontaminate state. According to the reporter , surgeon is very experienced with mobi-c range the reporter mentioned that the patient positioning was not changed between mobi-c implanting.